Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend ((vse) instrument was unable to open or close. The user continued the procedure using another instrument with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: it was confirmed that the reported event date is correct. The vessel sealer extend (vse) instrument was not stuck on tissue. Additionally, isi received a da vinci product to perform failure analysis. The vse instrument was analyzed and found to have no issues. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly. The instrument also cut and sealed without any issue. No failures were observed in the logs. The instrument was fully functional with no product issues being identified.